Manufacturer narrative:
Additional information: at a follow up visit, the surgeon states it's difficult to judge the optic but that the lens is slightly decentered up/temporal, "some mm up and 1-2mm temporal centered". The vault is "a bit too small," o.5ct nasally, 0.75ct down and 1ct temporally. It is suspected that the temporal upper haptic ear is bent inwards. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +5.0 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports elevated iop, iridotomies found to not be opened, and residual refraction of -2.25d. The patient is determined to be a steroid responder and was treated with diamox tablets for elevated iop. Yag was performed on (B)(6) 2019. Pressure went down but still "no good." No additional information currently available. The lens currently remains implanted.